Event description:
The customer reported that the mts 24 place centrifuge was not spinning at the correct time. The user detected the issue and retested using an alternate centrifuge preventing erroneous results from being reported. Incorrect centrifugation speed or time during testing, if undetected, may lead to erroneous test results.

Manufacturer narrative:
No definitive root cause was identified for this incident. The customer reseated the cables on the system board to return the instrument to expected operation. This customer has not logged any complaints against this unit since this incident.